Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adenomyosis ('at the level of each horns presence of adenomyosis'), device breakage ('pathology analysis show that the weld was destroyed and not visible'), genital haemorrhage ('bleeding'), paraesthesia ('disabling left upper limb paresthesia') and pelvic pain ('electric shock-type pelvic pain / pain in the pelvis radiating to the lumbosacral region') in a 56-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine without aura, joint ligament rupture, multigravida and parity 2. Concurrent conditions included obesity, urinary incontinence and hot flushes. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain lower ("pain in the left iliac fossa") with gastrointestinal motility disorder and the first episode of fungal infection ("mycosis"). In 2007, the patient experienced pelvic pain (seriousness criterion medically significant), tendon disorder ("recurring tendinopathies"), affective disorder ("mood disorders") with irritability and the second episode of fungal infection ("mycoses "). In (B)(6) 2011, the patient experienced abdominal pain upper ("right hypochondrium pain"). In (B)(6) 2017, the patient experienced dizziness ("massive dizziness associated with nausea and vomiting"). On (B)(6) 2020, the patient experienced dyspareunia ("dyspareunia"), intermenstrual bleeding ("metrorrhagia"), vaginal discharge ("pathological leukorrhea") and hot flush ("daytime and nighttime hot flushes"), 13 years 5 months after insertion of essure (ess205). On (B)(6) 2020, the patient experienced adenomyosis (seriousness criterion intervention required), salpingitis ("inflammatory perivascular changes in contact with the essure") and medical device site granuloma ("granulomas in contact with the essure"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), paraesthesia (seriousness criterion disability), abdominal pain ("persistent left abdominal pain"), cervix inflammation ("smear test - inflammation of the mucous membrane"), coital bleeding ("bleeding on intercourse"), arthralgia ("bilateral gonalgia"), fatigue ("fatigability"), neck pain ("neck pain"), periarthritis ("persistent pain in the right shoulder (adhesive capsulitis)"), balance disorder ("balance disorders"), disturbance in attention ("trouble concentrating"), speech disorder ("trouble speaking and inability to finish a discussion"), visual impairment ("vision disorders"), nausea ("nausea"), vomiting ("vomiting"), device intolerance ("implants not tolerated by her body") and headache ("headaches") and was found to have uterine leiomyoma ("myoma of 2mm"). The patient was treated with acetylleucine (tanganil) and surgery (hysterectomy and a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the adenomyosis, device breakage, genital haemorrhage, paraesthesia, pelvic pain, abdominal pain lower, abdominal pain, dyspareunia, intermenstrual bleeding, vaginal discharge, salpingitis, medical device site granuloma, cervix inflammation, coital bleeding, uterine leiomyoma, tendon disorder, affective disorder, fatigue, abdominal pain upper, neck pain, periarthritis, balance disorder, disturbance in attention, speech disorder, visual impairment, dizziness, vomiting, hot flush, the last episode of fungal infection, device intolerance and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, affective disorder, arthralgia, balance disorder, cervix inflammation, coital bleeding, device breakage, device intolerance, disturbance in attention, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, intermenstrual bleeding, medical device site granuloma, nausea, neck pain, paraesthesia, pelvic pain, periarthritis, salpingitis, speech disorder, tendon disorder, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, the first episode of fungal infection and the second episode of fungal infection to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: the operative report of the placement mentions that the implants were each inserted into one of the tubes, with three coils. Apart from the failure of the anesthesia under hypnosis, the intervention was not marked by any particular difficulties. Essure removal was performed at the patient request. As per device removal questionnaire: causality unknown. After the removal intervention, the patient noted an improvement of her physical and psychological health status. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Blood test - on an unknown date: show the substantial presence of heavy metals. Colonoscopy - on an unknown date: examination did not reveal any aliments. Ear, nose and throat examination - on an unknown date: no disease could be found. Gynaecological examination - on (B)(6) 2015: patient presents the following symptoms: daytime and nighttime hot flushes metrorrhagia, dyspareunia, pathological leukorrhea. Magnetic resonance imaging head - on an unknown date: brain MRI was unremarkable. Neurological examination - on an unknown date: no pathology found. Ophthalmological examination - on an unknown date: no disease could be found. Pathology test - on an unknown date: found myoma of 2mm of diameter, endophytic metrosis. No histological sign of malignancy. Macroscopic observation (binocular magnifying glass) showed that the weld was destroyed and not visible. Scanning electron microscopy analysis coupled with edx analysis of the essure implant revealed the presence of mineral particles embedded in organic structures. Almost all of the particles analyzed are composed of tin sometimes associated with silver. The analyzed particles are included in a residue of organic matter which could correspond to a tissue remnant. The elements na, mg, p, s, cl and ca could thus come from the tissue and have an endogenous origin; in (B)(6) 2020: immediately following this intervention essure removal , an anatomo pathology examination was carried out, which found, in each of the two tubes, the implanted sterilization devices. The report also mentions at the level of each of the horns, that is to say at the level of the implants, in addition to the presence of adenomyosis, granulomas and inflammatory perivascular changes in contact with the essure. Analysis of the implant by the medical analysis laboratory makes it possible to observe, from a macroscopic point of view (binocular magnifying glass), that the weld was destroyed and not visible. Analysis of the tissue section shows the presence of tin particles resulting from the degradation of the implant. Smear test - on an unknown date: inflammation of the mucous membrane. Ultrasound scan - in (B)(6) 2011: right hypochondrium ultrasound scan was unremarkable. X-ray - on an unknown date: cervical x-ray was unremarkable. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 2-jul-2021: quality safety evaluation of ptc. We received a sample in this case. A technical investigation was conducted, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adenomyosis ('at the level of each horns presence of adenomyosis'), device breakage ('pathology analysis show that the weld was destroyed and not visible'), genital haemorrhage ('bleeding'), paraesthesia ('disabling left upper limb paresthesia') and pelvic pain ('electric shock-type pelvic pain / pain in the pelvis radiating to the lumbosacral region') in a 56-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine without aura, joint ligament rupture, multigravida and parity 2. Concurrent conditions included obesity, urinary incontinence and hot flushes. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain lower ("pain in the left iliac fossa") with gastrointestinal motility disorder and mycosis ("mycosis"). In 2007, the patient experienced pelvic pain (seriousness criterion medically significant), tendon disorder ("recurring tendinopathies"), affective disorder ("mood disorders") with irritability and fungal infection ("mycoses "). In (B)(6) 2011, the patient experienced abdominal pain upper ("right hypochondrium pain"). In (B)(6) 2017, the patient experienced dizziness ("massive dizziness associated with nausea and vomiting"). On (B)(6) 2020, the patient experienced dyspareunia ("dyspareunia"), intermenstrual bleeding ("metrorrhagia"), vaginal discharge ("pathological leukorrhea") and hot flush ("daytime and nighttime hot flushes"), 13 years 5 months after insertion of essure (ess205). On (B)(6) 2020, the patient experienced adenomyosis (seriousness criterion intervention required), salpingitis ("inflammatory perivascular changes in contact with the essure") and medical device site granuloma ("granulomas in contact with the essure"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), paraesthesia (seriousness criterion disability), abdominal pain ("persistent left abdominal pain"), cervix inflammation ("smear test - inflammation of the mucous membrane"), coital bleeding ("bleeding on intercourse"), arthralgia ("bilateral gonalgia"), fatigue ("fatigability"), neck pain ("neck pain"), periarthritis ("persistent pain in the right shoulder (adhesive capsulitis)"), balance disorder ("balance disorders"), disturbance in attention ("trouble concentrating"), speech disorder ("trouble speaking and inability to finish a discussion"), visual impairment ("vision disorders"), nausea ("nausea"), vomiting ("vomiting"), device intolerance ("implants not tolerated by her body") and headache ("headaches") and was found to have uterine leiomyoma ("myoma of 2mm"). The patient was treated with acetylleucine (tanganil) and surgery (hysterectomy and a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the adenomyosis, device breakage, genital haemorrhage, paraesthesia, pelvic pain, abdominal pain lower, abdominal pain, dyspareunia, intermenstrual bleeding, vaginal discharge, salpingitis, medical device site granuloma, cervix inflammation, coital bleeding, uterine leiomyoma, mycosis, tendon disorder, affective disorder, fatigue, abdominal pain upper, neck pain, periarthritis, balance disorder, disturbance in attention, speech disorder, visual impairment, dizziness, vomiting, hot flush, fungal infection, device intolerance and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, affective disorder, arthralgia, balance disorder, cervix inflammation, coital bleeding, device breakage, device intolerance, disturbance in attention, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, intermenstrual bleeding, medical device site granuloma, mycosis, nausea, neck pain, paraesthesia, pelvic pain, periarthritis, salpingitis, speech disorder, tendon disorder, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and fungal infection to be related to essure (ess205). The reporter commented: the operative report of the placement mentions that the implants were each inserted into one of the tubes, with three coils. Apart from the failure of the anesthesia under hypnosis, the intervention was not marked by any particular difficulties. Essure removal was performed at the patient request. As per device removal questionnaire: causality unknown. After the removal intervention, the patient noted an improvement of her physical and psychological health status. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Blood test - on an unknown date: show the substantial presence of heavy metals. Colonoscopy - on an unknown date: examination did not reveal any aliments. Ear, nose and throat examination - on an unknown date: no disease could be found. Gynaecological examination - on (B)(6) 2015: patient presents the following symptoms: daytime and nighttime hot flushes metrorrhagia, dyspareunia, pathological leukorrhea. Magnetic resonance imaging head - on an unknown date: brain MRI was was unremarkable. Neurological examination - on an unknown date: no pathology found. Ophthalmological examination - on an unknown date: no disease could be found. Pathology test - on an unknown date: found myoma of 2mm of diameter, endophytic metrosis. No histological sign of malignancy. Macroscopic observation (binocular magnifying glass) showed that the weld was destroyed and not visible. Scanning electron microscopy analysis coupled with edx analysis of the essure implant revealed the presence of mineral particles embedded in organic structures. Almost all of the particles analyzed are composed of tin sometimes associated with silver. The analyzed particles are included in a residue of organic matter which could correspond to a tissue remnant. The elements na, mg, p, s, cl and ca could thus come from the tissue and have an endogenous origin; in (B)(6) 2020: immediately following this intervention essure removal , an anatomo pathology examination was carried out, which found, in each of the two tubes, the implanted sterilization devices. The report also mentions at the level of each of the horns, that is to say at the level of the implants, in addition to the presence of adenomyosis, granulomas and inflammatory perivascular changes in contact with the essure. Analysis of the implant by the medical analysis laboratory makes it possible to observe, from a macroscopic point of view (binocular magnifying glass), that the weld was destroyed and not visible. Analysis of the tissue section shows the presence of tin particles resulting from the degradation of the implant. Smear test - on an unknown date: inflammation of the mucous membrane. Ultrasound scan - in (B)(6) 2011: right hypochondrium ultrasound scan was unremarkable. X-ray - on an unknown date: cervical x-ray was unremarkable. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-may-2021: non-drug treatment received for event ¿adenomyosis¿ added. New events: fungal infection, device intolerance, genital haemorrhage, headache added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of pelvic pain ("electric shock-type pelvic pain / pain in the pelvis radiating to the lumbosacral region"), device breakage ("pathology analysis show that the weld was destroyed and not visible"), adenomyosis ("at the level of each horns presence of adenomyosis"), genital haemorrhage ("bleeding") and paraesthesia ("disabling left upper limb paresthesia") in a 56-year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. The patient had a medical history of renal colic, loss of consciousness, head injury (road accident in 1999), adenofibroma, parity 2, multigravida, joint ligament rupture and migraine without aura. Concurrent conditions were listed as hot flushes, urinary incontinence and obesity. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007 she experienced abdominal pain lower ("pain in the left iliac fossa") with gastrointestinal motility disorder and irritability and a first episode of fungal infection ("mycosis"). In 2007 she experienced pelvic pain (seriousness criteria medically important and intervention required), tendon disorder ("recurring tendinopathies"), affective disorder ("mood disorders") with gastrointestinal motility disorder and irritability and a second episode of fungal infection ("mycoses "). In (B)(6) 2011 she experienced abdominal pain upper ("right hypochondrium pain"). In (B)(6) 2017 she experienced dizziness ("massive dizziness associated with nausea and vomiting") with gastrointestinal motility disorder and irritability. On (B)(6) 2020 she experienced dyspareunia ("dyspareunia"), intermenstrual bleeding ("metrorrhagia"), vaginal discharge ("pathological leukorrhea") and hot flush ("daytime and nighttime hot flushes"). On (B)(6) 2020 she experienced adenomyosis (seriousness criterion medically important), salpingitis ("inflammatory perivascular changes in contact with the essure") and medical device site granuloma ("granulomas in contact with the essure"). Essure (ess205) was removed the same day. An unknown time later she experienced device breakage (seriousness criterion medically important), genital haemorrhage (seriousness criterion medically important), paraesthesia (seriousness criterion disability), abdominal pain ("persistent left abdominal pain"), cervix inflammation ("smear test - inflammation of the mucous membrane"), coital bleeding ("bleeding on intercourse"), arthralgia ("bilateral gonalgia/ knee pain"), fatigue ("fatigability"), neck pain ("neck pain"), periarthritis ("persistent pain in the right shoulder (adhesive capsulitis)"), balance disorder ("balance disorders"), disturbance in attention ("trouble concentrating"), speech disorder ("trouble speaking and inability to finish a discussion"), visual impairment ("vision disorders"), nausea ("nausea"), vomiting ("vomiting"), device intolerance ("implants not tolerated by her body"), headache ("headaches") and chest pain ("chest pain") and was found to have uterine leiomyoma ("myoma of 2mm") and weight decreased ("weight disorder"). The patient was treated with tanganil (acetylleucine) as well as surgery (hysterectomy and a bilateral salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, affective disorder, arthralgia, balance disorder, cervix inflammation, chest pain, coital bleeding, device breakage, device intolerance, disturbance in attention, dizziness, dyspareunia, fatigue, the first episode of fungal infection, the second episode of fungal infection, genital haemorrhage, headache, hot flush, intermenstrual bleeding, medical device site granuloma, nausea, neck pain, paraesthesia, pelvic pain, periarthritis, salpingitis, speech disorder, tendon disorder, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight decreased to be related to essure (ess205) administration. The reporter commented: the operative report of the placement mentions that the implants were each inserted into one of the tubes, with three coils. Apart from the failure of the anesthesia under hypnosis, the intervention was not marked by any particular difficulties. Essure removal was performed at the patient request. As per device removal questionnaire: causality unknown. After the removal intervention, the patient noted an improvement of her physical and psychological health status. Discrepancy noted in essure placement date: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.078 kg/sqm. [Blood test] (date unknown): show the substantial presence of heavy metals [colonoscopy] (date unknown): examination did not reveal any aliments [ear, nose and throat examination] (date unknown): no disease could be found [gynaecological examination] on (B)(6) 2015: patient presents the following symptoms: daytime and nighttime hot flushes metrorrhagia, dyspareunia, pathological leukorrhea [magnetic resonance imaging head] (date unknown): brain MRI was was unremarkable [neurological examination] (date unknown): no pathology found [ophthalmological examination] (date unknown): no disease could be found [pathology test] in (B)(6) 2020: immediately following this intervention essure removal , an anatomo pathology examination was carried out, which found, in each of the two tubes, the implanted sterilization devices. The report also mentions at the level of each of the horns, that is to say at the level of the implants, in addition to the presence of adenomyosis, granulomas and inflammatory perivascular changes in contact with the essure. Analysis of the implant by the medical analysis laboratory makes it possible to observe, from a macroscopic point of view (binocular magnifying glass), that the weld was destroyed and not visible. Analysis of the tissue section shows the presence of tin particles resulting from the degradation of the implant; (date unknown): found myoma of 2mm of diameter, endophytic metrosis. No histological sign of malignancy. Macroscopic observation (binocular magnifying glass) showed that the weld was destroyed and not visible. Scanning electron microscopy analysis coupled with edx analysis of the essure implant revealed the presence of mineral particles embedded in organic structures. Almost all of the particles analyzed are composed of tin sometimes associated with silver. The analyzed particles are included in a residue of organic matter which could correspond to a tissue remnant. The elements na, mg, p, s, cl and ca could thus come from the tissue and have an endogenous origin [smear test] (date unknown): inflammation of the mucous membrane [ultrasound scan] in (B)(6) 2011: right hypochondrium ultrasound scan was unremarkable [x-ray] in (B)(6) 2007: showing good positioning of the essures; (date unknown): cervical x-ray was unremarkable. Quality-safety evaluation of ptc: for essure (ess205): the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 13-may-2022: event weight decrease & chest pain were added. Medical history & surgical history were added. After internal review, the event adenomyosis was considered unrelated and the non drug treatment surgery was also added to pelvic pain. We received a sample in this case. A technical investigation was conducted, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of pelvic pain ("electric shock-type pelvic pain / pain in the pelvis radiating to the lumbosacral region"), device breakage ("pathology analysis show that the weld was destroyed and not visible"), adenomyosis ("at the level of each horns presence of adenomyosis"), genital haemorrhage ("bleeding"), paraesthesia ("disabling left upper limb paresthesia") and dizziness ("massive dizziness associated with nausea and vomiting") in a 56 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. The patient had a medical history of human papilloma virus test positive and cervical dysplasia (disclosed in association with hpv, treated with laser) in 2015, road traffic accident, loss of consciousness and head injury in 1999 and renal colic, adenofibroma (left breast), parity 2, multigravida, joint ligament rupture and migraine without aura. Four successive intrauterine devices, poor tolerated estroprogestative. Previously administered products included: iud nos for intra-uterine contraception and mercilon for contraception. Past adverse reactions to the above products included: poor tolerated estroprogestative with iud nos. Concurrent conditions were listed as hot flushes, urinary incontinence and obesity. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007 she experienced abdominal pain lower ("pain in the left iliac fossa") with irritability and gastrointestinal motility disorder and a first episode of fungal infection ("mycosis"). In 2007 she experienced pelvic pain (seriousness criteria medically important and intervention required), tendon disorder ("recurring tendinopathies"), affective disorder ("mood disorders") with irritability and gastrointestinal motility disorder and a second episode of fungal infection ("mycoses "). In (B)(6) 2011 she experienced abdominal pain upper ("right hypochondrium pain"). In (B)(6) 2017 she experienced dizziness (seriousness criterion hospitalization) with irritability and gastrointestinal motility disorder. On (B)(6) 2020 she experienced dyspareunia ("dyspareunia"), intermenstrual bleeding ("metrorrhagia"), vaginal discharge ("pathological leukorrhea") and hot flush ("daytime and nighttime hot flushes"). On (B)(6) 2020 she experienced adenomyosis (seriousness criterion medically important), salpingitis ("inflammatory perivascular changes in contact with the essure") and medical device site granuloma ("granulomas in contact with the essure"). Essure (ess205) was removed the same day. An unknown time later she experienced device breakage (seriousness criterion medically important), genital haemorrhage (seriousness criterion medically important), paraesthesia (seriousness criterion disability), abdominal pain ("persistent left abdominal pain"), cervix inflammation ("smear test - inflammation of the mucous membrane"), coital bleeding ("bleeding on intercourse"), arthralgia ("bilateral gonalgia/ knee pain"), fatigue ("fatigability"), neck pain ("neck pain"), periarthritis ("persistent pain in right shoulder (adhesive capsulitis), management in 2012 and 2013"), balance disorder ("balance disorders"), disturbance in attention ("trouble concentrating"), speech disorder ("trouble speaking and inability to finish a discussion"), visual impairment ("vision disorders"), nausea ("nausea"), vomiting ("vomiting"), device intolerance ("implants not tolerated by her body"), headache ("headaches, helmet headaches"), chest pain ("chest pain"), general physical health deterioration ("decrease in general state") and spinal pain ("spine pain") and was found to have uterine leiomyoma ("myoma of 2mm") and weight abnormal ("weight disorder"). The patient was treated with tanganil (acetylleucine), venlafaxine, escitalopram and antidepressants as well as surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2020 and hysterectomy and a bilateral salpingectomy). At the time of the report, the arthralgia, dizziness, headache and spinal pain had not resolved. The outcomes for pelvic pain, device breakage, adenomyosis, genital haemorrhage, paraesthesia, abdominal pain lower, abdominal pain, dyspareunia, intermenstrual bleeding, vaginal discharge, salpingitis, medical device site granuloma, cervix inflammation, coital bleeding, uterine leiomyoma, the last episode of fungal infection, tendon disorder, affective disorder, fatigue, abdominal pain upper, neck pain, periarthritis, balance disorder, disturbance in attention, speech disorder, visual impairment, nausea, vomiting, hot flush, device intolerance, chest pain, weight abnormal and general physical health deterioration were unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, affective disorder, arthralgia, balance disorder, cervix inflammation, chest pain, coital bleeding, device breakage, device intolerance, disturbance in attention, dizziness, dyspareunia, fatigue, the first episode of fungal infection, the second episode of fungal infection, general physical health deterioration, genital haemorrhage, headache, hot flush, intermenstrual bleeding, medical device site granuloma, nausea, neck pain, paraesthesia, pelvic pain, periarthritis, salpingitis, speech disorder, spinal pain, tendon disorder, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight abnormal to be related to essure (ess205) administration. The reporter commented: the operative report of the placement mentions that the implants were each inserted into one tube, respectively, with three coils. Apart from the failure of the anesthesia under hypnosis, the intervention was not marked by any particular difficulties. Essure removal was performed at the patient request. As per device removal questionnaire: causality unknown. After the removal intervention, the patient noted an improvement of her physical and psychological health status. Discrepancy noted in essure placement date: (B)(6) 2006 follow up (B)(6) 2022: according to the expert: - it is currently not possible to determine with certainty that the essure inserts caused all the symptoms the patient was experiencing - the patient experienced abdominopelvic pain, joint pain, cephalalgia, dizziness, visual disorders - current scientific data can't allow to directly relate the symptoms reported to the essure inserts - neurological disorders currently presented by the patient, can't be related to the essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.078 kg/sqm. [Blood test] (date unknown): show the substantial presence of heavy metals [colonoscopy] in 2009: due to pain and bowel disorders: examination did not reveal any aliments [ear, nose and throat examination] (date unknown): no disease could be found [gynaecological examination] on (B)(6) 2015: patient presents the following symptoms: daytime and nighttime hot flushes metrorrhagia, dyspareunia, pathological leukorrhea [hysteroscopy] on (B)(6) 2006: implants inserted with three coils, respectively [magnetic resonance imaging head] (date unknown): brain MRI was unremarkable [neurological examination] (date unknown): no pathology found [ophthalmological examination] (date unknown): no disease could be found [pathology test] in (B)(6) 2020: immediately following this intervention essure removal , an anatomo pathology examination was carried out, which found, in each of the two tubes, the implanted sterilization devices. The report also mentions at the level of each of the horns, that is to say at the level of the implants, in addition to the presence of adenomyosis, granulomas and inflammatory perivascular changes in contact with the essure. Analysis of the implant by the medical analysis laboratory makes it possible to observe, from a macroscopic point of view (binocular magnifying glass), that the weld was destroyed and not visible. Analysis of the tissue section shows the presence of tin particles resulting from the degradation of the implant; (date unknown): found myoma of 2mm of diameter, endophytic metrosis. No histological sign of malignancy. Macroscopic observation (binocular magnifying glass) showed that the weld was destroyed and not visible. Scanning electron microscopy analysis coupled with edx analysis of the essure implant revealed the presence of mineral particles embedded in organic structures. Almost all of the particles analyzed are composed of tin sometimes associated with silver. The analyzed particles are included in a residue of organic matter which could correspond to a tissue remnant. The elements na, mg, p, s, cl and ca could thus come from the tissue and have an endogenous origin [smear test] (date unknown): inflammation of the mucous membrane [ultrasound scan] in (B)(6) 2011: right hypochondrium ultrasound scan was unremarkable [x-ray] in (B)(6) 2007: good positioning of the essures seen; (date unknown): cervical x-ray was unremarkable. Quality-safety evaluation of ptc: for essure (ess205): the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: follow up was received via lawyer: medical history (4 successive intrauterine devices, mercilon, venlafaxine, hpv, cervical dysplasia, depression), tests (hysteroscopy) added. Events added: general physical health deterioration, spinal pain. At the time of the expertise, the patient was still experiencing helmet headaches with significant feeling of dizziness, joint pain and spine pain. She was treated with antidepressant drugs escitalopram and prozopan.comment added: according to the expert: - it is currently not possible to determine with certainty that the essure inserts caused all the symptoms the patient was experiencing - the patient experienced abdominopelvic pain, joint pain, cephalalgia, dizziness, visual disorders - current scientific data can't allow to directly relate the symptoms reported to the essure inserts - neurological disorders currently presented by the patient, can't be related to the essure inserts. We received a sample in this case. A technical investigation was conducted, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pathology analysis show that the weld was destroyed and not visible'), pelvic pain ('electric shock-type pelvic pain / pain in the pelvis radiating to the lumbosacral region') and paraesthesia ('disabling left upper limb paresthesia') in a 56-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine without aura, joint ligament rupture, multigravida and parity 2. Concurrent conditions included obesity, urinary incontinence and hot flushes. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain lower ("pain in the left iliac fossa") with gastrointestinal motility disorder and fungal infection ("mycosis"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tendon disorder ("recurring tendinopathies") and affective disorder ("mood disorders") with irritability. In (B)(6) 2011, the patient experienced abdominal pain upper ("right hypochondrium pain"). In (B)(6) 2017, the patient experienced the first episode of dizziness ("massive dizziness associated with nausea and vomiting") with nausea and vomiting. On (B)(6) 2020, the patient experienced dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), vaginal discharge ("pathological leukorrhea") and hot flush ("daytime and nighttime hot flushes"), 13 years 5 months after insertion of essure (ess205). On (B)(6) 2020, the patient experienced salpingitis ("inflammatory perivascular changes in contact with the essure"), medical device site granuloma ("granulomas in contact with the essure") and adenomyosis ("at the level of each horns presence of adenomyosis"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain ("persistent left abdominal pain"), cervix inflammation ("smear test - inflammation of the mucous membrane"), coital bleeding ("bleeding on intercourse"), paraesthesia (seriousness criterion disability), arthralgia ("bilateral gonalgia"), fatigue ("fatigability"), neck pain ("neck pain"), periarthritis ("persistent pain in the right shoulder (adhesive capsulitis)"), balance disorder ("balance disorders"), disturbance in attention ("trouble concentrating"), speech disorder ("trouble speaking and inability to finish a discussion"), the second episode of dizziness ("dizziness") and visual impairment ("vision disorders") and was found to have uterine leiomyoma ("myoma of 2mm"). The patient was treated with acetylleucine (tanganil) and surgery (essure removal via bilateral hysterectomy and salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, abdominal pain lower, abdominal pain, dyspareunia, metrorrhagia, vaginal discharge, salpingitis, medical device site granuloma, cervix inflammation, coital bleeding, uterine leiomyoma, adenomyosis, fungal infection, paraesthesia, tendon disorder, affective disorder, fatigue, abdominal pain upper, neck pain, balance disorder, disturbance in attention, speech disorder, the last episode of dizziness, visual impairment and hot flush outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, affective disorder, arthralgia, balance disorder, cervix inflammation, coital bleeding, device breakage, disturbance in attention, dyspareunia, fatigue, fungal infection, hot flush, medical device site granuloma, metrorrhagia, neck pain, paraesthesia, pelvic pain, periarthritis, salpingitis, speech disorder, tendon disorder, uterine leiomyoma, vaginal discharge, visual impairment, the first episode of dizziness and the second episode of dizziness to be related to essure (ess205). The reporter commented: the operative report of the placement mentions that the implants were each inserted into one of the tubes, with three coils. Apart from the failure of the anesthesia under hypnosis, the intervention was not marked by any particular difficulties. Essure removal was performed at the patient request. As per device removal questionnaire: causality unknown. After the removal intervention, the patient noted an improvement of her physical and psychological health status. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Blood test - on an unknown date: show the substantial presence of heavy metals. Colonoscopy - on an unknown date: examination did not reveal any aliments. Ear, nose and throat examination - on an unknown date: no disease could be found. Gynaecological examination - on (B)(6) 2015: patient presents the following symptoms: daytime and nighttime hot flushes metrorrhagia, dyspareunia, pathological leukorrhea. Magnetic resonance imaging brain - on an unknown date: brain MRI was was unremarkable. Neurological examination - on an unknown date: no pathology found. Ophthalmological examination - on an unknown date: no disease could be found. Pathology test - on an unknown date: found myoma of 2mm of diameter, endophytic metrosis. No histological sign of malignancy. Macroscopic observation (binocular magnifying glass) showed that the weld was destroyed and not visible. Scanning electron microscopy analysis coupled with edx analysis of the essure implant revealed the presence of mineral particles embedded in organic structures. Almost all of the particles analyzed are composed of tin sometimes associated with silver. The analyzed particles are included in a residue of organic matter which could correspond to a tissue remnant. The elements na, mg, p, s, cl and ca could thus come from the tissue and have an endogenous origin; in (B)(6) 2020: immediately following this intervention essure removal , an anatomo pathology examination was carried out, which found, in each of the two tubes, the implanted sterilization devices. The report also mentions at the level of each of the horns, that is to say at the level of the implants, in addition to the presence of adenomyosis, granulomas and inflammatory perivascular changes in contact with the essure. Analysis of the implant by the medical analysis laboratory makes it possible to observe, from a macroscopic point of view (binocular magnifying glass), that the weld was destroyed and not visible. Analysis of the tissue section shows the presence of tin particles resulting from the degradation of the implant. Smear test - on an unknown date: inflammation of the mucous membrane. Ultrasound scan - in (B)(6) 2011: right hypochondrium ultrasound scan was unremarkable. X-ray - on an unknown date: cervical x-ray was unremarkable. Amendment: the report was amended for the following reason: coding correction performed: ¿smear test - inflammation of the mucous membrane¿ was recoded to the medra llt: ¿cervix inflammation¿. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('electric shock-type pelvic pain / pain in the pelvis radiating to the lumbosacral region'), device breakage ('pathology analysis show that the weld was destroyed and not visable') and paraesthesia ('disabling left upper limb paresthesia') in a 56-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine without aura, joint ligament rupture, multigravida and parity 2. Concurrent conditions included obesity, urinary incontinence and hot flushes. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fungal infection ("mycosis") and abdominal pain lower ("pain in the left iliac fossa") with gastrointestinal motility disorder. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tendon disorder ("recurring tendinopathies") and affective disorder ("mood disorders") with irritability. In (B)(6) 2011, the patient experienced abdominal pain upper ("right hypochondrium pain"). In (B)(6) 2017, the patient experienced the first episode of dizziness ("massive dizziness associated with nausea and vomiting") with nausea and vomiting. On (B)(6) 2020, the patient experienced hot flush ("daytime and nighttime hot flushes"), metrorrhagia ("metrorrhagia"), dyspareunia ("dyspareunia") and vaginal discharge ("pathological leukorrhea"), 13 years 5 months after insertion of essure (ess205). On (B)(6) 2020, the patient experienced salpingitis ("inflammatory perivascular changes in contact with the essure"), adenomyosis ("at the level of each horns presence of adenomyosis") and medical device site granuloma ("granulomas in contact with the essure"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), paraesthesia (seriousness criterion disability), abdominal pain ("persistent left abdominal pain."), coital bleeding ("bleeding on intercourse"), arthralgia ("bilateral gonalgia"), fatigue ("fatigability"), neck pain ("neck pain"), periarthritis ("persistent pain in the right shoulder (adhesive capsulitis)"), balance disorder ("balance disorders"), disturbance in attention ("trouble concentrating"), incoherent ("speaking and inability to finish a discussion"), the second episode of dizziness ("dizziness") and visual impairment ("vision disorders") and was found to have leiomyoma ("myoma of 2mm") and smear cervix normal ("smear test - inflammation of the mucous membrane"). The patient was treated with acetylleucine (tanganil) and surgery (essure removal via bilateral hysterectomy and salpingectomy on (B)(6) 2020). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, paraesthesia, tendon disorder, salpingitis, affective disorder, leiomyoma, fungal infection, abdominal pain lower, abdominal pain, coital bleeding, smear cervix normal, fatigue, abdominal pain upper, neck pain, balance disorder, disturbance in attention, incoherent, the last episode of dizziness, visual impairment, hot flush, metrorrhagia, dyspareunia, vaginal discharge, adenomyosis and medical device site granuloma outcome was unknown. The reporter provided no causality assessment for affective disorder, pelvic pain and tendon disorder with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, arthralgia, balance disorder, coital bleeding, device breakage, disturbance in attention, dyspareunia, fatigue, fungal infection, hot flush, incoherent, leiomyoma, medical device site granuloma, metrorrhagia, neck pain, paraesthesia, periarthritis, salpingitis, smear cervix normal, vaginal discharge, visual impairment, the first episode of dizziness and the second episode of dizziness to be related to essure (ess205). The reporter commented: the operative report of the placement mentions that the implants were each inserted into one of the tubes, with three turns. Apart from the failure of the anesthesia under hypnosis, the intervention was not marked by any particular difficulties. Essure removal was performed at the patient request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Blood test - on an unknown date: show the substantial presence of heavy metals. Colonoscopy - on an unknown date: examination did not reveal any aliments. Gynaecological examination - on (B)(6) 2015: patient presents the following symptoms: daytime and nighttime hot flushes metrorrhagia, dyspareunia, pathological leukorrhea. Magnetic resonance imaging brain - on an unknown date: brain MRI was unremarkable. Pathology test - on an unknown date: found myoma of 2mm of diameter, endophytic metrosis. No histological sign of malignancy. Macroscopic observation (binocular magnifying glass) showed that the weld was destroyed and not visible. Scanning electron microscopy analysis coupled with edx analysis of the essure implant revealed the presence of mineral particles embedded in organic structures. Almost all of the particles analyzed are composed of tin sometimes associated with silver. The analyzed particles are included in a residue of organic matter which could correspond to a tissue remnant. The elements na, mg, p, s, cl and ca could thus come from the tissue and have an endogenous origin; in (B)(6) 2020: immediately following this intervention essure removal , an anatomo pathology examination was carried out, which found, in each of the two tubes, the implanted sterilization devices. The report also mentions at the level of each of the horns, that is to say at the level of the implants, in addition to the presence of adenomyosis, granulomas and inflammatory perivascular changes in contact with the essure. Analysis of the implant by the medical analysis laboratory makes it possible to observe, from a macroscopic point of view (binocular magnifying glass), that the weld was destroyed and not visible. Analysis of the tissue section shows the presence of tin particles resulting from the degradation of the implant. Smear test - on an unknown date: inflammation of the mucous membrane. Ultrasound scan - in (B)(6) 2011: right hypochondrium ultrasound scan was unremarkable. X-ray - on an unknown date: cervical x-ray was unremarkable. Most recent follow-up information incorporated above includes: on 9-mar-2021: new reporter (lawyer) added, initials patient information updated from sd to cf, start, stop date and model updated from (B)(6) 2007 to (B)(6) 2006, from (B)(6) 2020 to (B)(6) 2020, from ess305 to ess205 respectively, lab data and myoma of 2mm were added on (B)(6) 2021: the follow information were updated, lab data, new product tanganil, on event: mycosis, pain in the left iliac fossa, persistent left abdominal pain, bleeding on intercourse smear test - inflammation of the mucous membrane, transit disturbance associated with left abdominal pain ,bilateral gonalgia, fatigability, right hypochondrium pain, neck pain, persistent pain in the right shoulder (adhesive capsulitis), balance disorders, trouble concentrating, speaking and inability to finish a discussion, dizziness, vision disorders, day time and night time hot flushes, at the level of each horns presence of adenomyosis, granulomas in contact with the essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('electric shock-type pelvic pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine without aura, ligament rupture, multigravida and parity 2. Concurrent conditions included obesity, urinary incontinence and hot flushes. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tendon disorder ("recurring tendinopathies") and affective disorder ("mood disorders") with irritability. The patient was treated with surgery (essure removal via bilateral cornuectomy by laparoscopy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, tendon disorder and affective disorder outcome was unknown. The reporter provided no causality assessment for affective disorder, pelvic pain and tendon disorder with essure. The reporter commented: essure removal was performed at the patient request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('pathology analysis show that the weld was destroyed and not visible'), pelvic pain ('electric shock-type pelvic pain/pain in the pelvis radiating to the lumbosacral region') and paraesthesia ('disabling left upper limb paresthesia'). In a 56-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: migraine without aura, joint ligament rupture, multigravida and parity 2. Concurrent conditions included: obesity, urinary incontinence and hot flushes. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced abdominal pain lower ("pain in the left iliac fossa") with gastrointestinal motility disorder and fungal infection ("mycosis"), on 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tendon disorder ("recurring tendinopathies") and affective disorder ("mood disorders") with irritability, on (B)(6) 2011, the patient experienced abdominal pain upper ("right hypochondrium pain"), on (B)(6) 2017, the patient experienced the first episode of dizziness ("massive dizziness associated with nausea and vomiting") with nausea and vomiting. On (B)(6) 2020, the patient experienced dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), vaginal discharge ("pathological leukorrhea") and hot flush ("daytime and nighttime hot flushes"), (B)(6) years (B)(6) months after insertion of essure (ess205). On (B)(6) 2020, the patient experienced salpingitis ("inflammatory perivascular changes in contact with the essure"), medical device site granuloma ("granulomas in contact with the essure") and adenomyosis ("at the level of each horns presence of adenomyosis"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain ("persistent left abdominal pain"), cervix inflammation ("smear test: inflammation of the mucous membrane"), coital bleeding ("bleeding on intercourse"), paraesthesia (seriousness criterion disability), arthralgia ("bilateral gonalgia"), fatigue ("fatigability"), neck pain ("neck pain"), periarthritis ("persistent pain in the right shoulder (adhesive capsulitis)"), balance disorder ("balance disorders"), disturbance in attention ("trouble concentrating"), speech disorder ("trouble speaking and inability to finish a discussion"). The second episode of dizziness ("dizziness") and visual impairment ("vision disorders"). And was found to have uterine leiomyoma ("myoma of 2mm"). The patient was treated with acetylleucine (tanganil) and surgery (essure removal via bilateral hysterectomy, and salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, abdominal pain lower, abdominal pain, dyspareunia, metrorrhagia, vaginal discharge, salpingitis, medical device site granuloma, cervix inflammation, coital bleeding, uterine leiomyoma, adenomyosis, fungal infection, paraesthesia, tendon disorder, affective disorder, fatigue, abdominal pain upper, neck pain, balance disorder, disturbance in attention, speech disorder, the last episode of dizziness, visual impairment and hot flush outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, affective disorder, arthralgia, balance disorder, cervix inflammation, coital bleeding, device breakage, disturbance in attention, dyspareunia, fatigue, fungal infection, hot flush, medical device site granuloma, metrorrhagia, neck pain, paraesthesia, pelvic pain, periarthritis, salpingitis, speech disorder, tendon disorder, uterine leiomyoma, vaginal discharge, visual impairment, the first episode of dizziness and the second episode of dizziness to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: the operative report of the placement mentions, that the implants were each inserted into one of the tubes, with three coils. Apart from the failure of the anesthesia under hypnosis, the intervention was not marked by any particular difficulties. Essure removal was performed at the patient request. As per device removal questionnaire: causality unknown. After the removal intervention, the patient noted, an improvement of her physical and psychological health status. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 30.1 kg/sqm. Blood test: on an unknown date, show the substantial presence of heavy metals; colonoscopy: on an unknown date, examination did not reveal any aliments; ear, nose and throat examination: on an unknown date, no disease could be found; gynaecological examination: on (B)(6) 2015, patient presents the following symptoms: daytime and nighttime hot flushes,metrorrhagia, dyspareunia, pathological leukorrhea; magnetic resonance imaging brain: on an unknown date, brain MRI was unremarkable; neurological examination: on an unknown date, no pathology found; ophthalmological examination: on an unknown date, no disease could be found; pathology test: on an unknown date, found myoma of 2mm of diameter, endophytic metrosis. No histological sign of malignancy. Macroscopic observation (binocular magnifying glass) showed that the weld was destroyed and not visible. Scanning electron microscopy analysis coupled with edx analysis of the essure implant, revealed the presence of mineral particles embedded in organic structures. Almost all of the particles analyzed are composed of tin sometimes associated with silver. The analyzed particles are included in a residue of organic matter. Which could correspond to a tissue remnant. The elements na, mg, p, s, cl and ca could thus come from the tissue and have an endogenous origin; on (B)(6) 2020, immediately following this intervention essure removal, an anatomo pathology examination was carried out. Which found, in each of the two tubes, the implanted sterilization devices. The report also mentions, at the level of each of the horns, that is to say at the level of the implants. In addition to the presence of adenomyosis, granulomas and inflammatory perivascular changes in contact with the essure. Analysis of the implant by the medical analysis laboratory makes it possible to observe. From a macroscopic point of view (binocular magnifying glass), that the weld was destroyed and not visible. Analysis of the tissue section shows the presence of tin particles resulting from the degradation of the implant; smear test: on an unknown date, inflammation of the mucous membrane. Ultrasound scan: on (B)(6) 2011, right hypochondrium ultrasound scan was unremarkable; x-ray: on an unknown date, cervical x-ray was unremarkable. Quality safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly. No signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.